Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event. To resolve the issue. The company service representative, replaced the nonconforming l5 solenoid of the pneumatics module. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event can be attributed to nonconforming l5 solenoid of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an ophthalmic console froze with blue background on the screen panel during preparation for the surgery. An alternative console was used in order to complete the surgery. There was no involvement of the patient.